Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. Reportedly, customer reverted to manual injections for insulin therapy.